Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted up to this time. A call to technical services placed on (B)(6) 2014 states that this lead had low amplitude morphology. It stated that the r waves are 3.5mv in bipolar and 3.7mv in unipolar. Bipolar sensing changed to 1 .0 and still occurring. The physican was dr. (B)(6) at (B)(6) association in kingsport, tn. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).